Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2020-00743. The investigation results and conclusion codes will be reported in the target MFR.

Manufacturer narrative:
The event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had generalized weakness, expressive aphasia, postobstructive pneumonia, acute kidney injury on chronic kidney disease stage 2, transaminitis, hyperbilirubinemia, and metastatic squamous cell carcinoma (scc) of the lung. The patient also had left ventricular assist device (lvad) pump thrombosis, acute on chronic biventricular systolic heart failure, paroxysmal atrial fibrillation, acute on chronic anemia, elevated lactate dehydrogenase (ldh), a driveline site infection, and hypotension.